Event description:
It was reported that this right atrial (ra) lead was exhibiting undersensing. The boston scientific technical services (ts) advised to consider chest x-ray. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).